Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent on (B)(6) 2016 for an iliac occlusive case. Approximately two (2) years post initial procedure, a 90% stenosis in the left common iliac was detected by angiogram with no kink in the graft. Endologix became aware of the reported adverse event and product problem on (B)(6) 2018. The physician plans to treat the patient by expanding the occluded limb with a 10x4 balloon.

Event description:
Additional information received confirming that the patient was further treated for a pre-existing iliac occlusive disease; the physician elected to implant expandable stents in the limbs of the main body on an unknown date. A week later, the previous stenosis in the left common iliac was confirmed resolved.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: b1; h6: remove product problem. Remove conclusion code 11.